Event description:
The customer reported that a patient's sample reacted false positive (mixed field) in the anti-d microtube of the mts gel card on the ortho provue analyzer. The customer repeated the sample in manual gel test using the same lot of gel cards and obtained negative reactivity in the anti-d microtube. Repeat testing on the provue gave a 2+ reaction in the anti-d microtube. No erroneous results were reported. False positive test results could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer visited the customer site and determined that the patient's sample contained fibrin, which resulted in the false positive reaction reported by the customer. The fe verified that the instrument was operating as expected. Therefore, service was not required. This customer has not logged any complaints against this analyzer since this incident. (B) (4).